Event description:
It was reported via medwatch 3600840000-2023-8023 that catheter twisting occurred. The patient presented with new onset of shortness of breath. The opticross 6 imaging catheter was introduced for ultrasound examination of the target lesion. While advancing in the lesion for the first time, the catheter folded back on itself several times causing twists and kinks which made the catheter nonfunctional. The device was removed and the procedure completed with another device. There was no harm to the patient.